Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during drain 2 of 5. The cause of the air was undetermined. A baxter technical service representative (tsr) advised the home patient (hp) to start over with new supplies and contact her pd nurse (pdn) to advise pdn of the alarm occurrence. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up will be submitted.